Event description:
It was reported that the rigid video laparoscope had no image and lots of lines on the screen. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed, while lots of lines on the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is damaged, the leakage current is inadequate a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.